Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. The physician has watched the lead connecting video and the tilting method to verify complete insertion of the screwdriver was applied.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.